Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge error message with multiple cartridges during the load process. Reportedly, the customer was able to successfully load a new cartridge onto the pump after the 4th attempt. Customer stated that they did not know if blood glucose levels were impacted.